Manufacturer narrative:
The device was not returned for analysis. An event of heart block and device malposition was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott national product trainer. Based on all available information, the reported heart block appears to be related to procedural conditions (implant depth). A cause for the reported device malposition could not be conclusively determined. The reported hospitalization and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes added: h6 health effect - impact code: 4607 added.

Event description:
Subsequent to the previously filed report, additional information was received: length of the membranous septum: 2.5 mm. A total of three recaptures were performed during the procedure. The navitor was implanted at a depth of 10 mm. On (B)(6) 2025, the patient developed complete heart block and a permanent pacemaker was implanted.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor titan vision was chosen for implantation utilizing a large flexnav delivery system. Minimum diameter of the native annulus was 25mm, average was 27.8mm. Pre-dilation was performed with a 26mm true balloon. When attempting to implant the navitor, there was extreme parallax in cusp overlap view. In co-planar view, non-coronary cusp (ncc) depth was 8mm while left coronary cusp (lcc) was 0-1mm. Multiple recaptures were performed. It was thought that the double curve lundy guidewire was pinning the valve too far on the greater curvature, so the navitor was fully recaptured and removed. The guidewire was exchanged for a soft wire and a replacement 35mm navitor and flexnav was selected. There was still some bias towards the greater curvature, but the navitor was able to be implanted at an extreme depth. The next day 13 february 2025, the patient developed complete heart block and a pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.